Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio suturing device was used during a tvh with bilateral, salpingectomy, a&p repair and pubovaginal sling with cystoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the suture broke and detached along with the needle. The detached needle was left inside the patient. The procedure was completed with another capio suturing device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.